Event description:
It was reported that the port was implanted in a pt with metastatic breast cancer. The port was being used for chemotherapy and blood draws. When the port stopped functioning properly, it was determined that the catheter had separated. The port and catheter were explanted without any pt complications.